Event description:
Spontaneous call: patient is reporting that his ms3 pump serial number (B)(4) is alerting with cartridge running low. First alert came at 2 am local time. His next cartridge change is to take place at 6 am local time. Patient running pump at 0.022ml/hr and fill cartridge with 2ml of medication. Based on volume and pump rate, cartridge should last 90 hours. Pump is showing volume in cartridge at 0ml. Patient examined the cartridge and barely had nay medication in it. Patient also reported that his hands are cold to the point they hurt and started after starting remoulding. Patient also experiencing site pain with new site. Did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes. Reported to (B)(6) by pt/caregiver.